Manufacturer narrative:
(B)(4) we are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in china reported that a mr290v vented autofeed humidification chamber provided with a rt225 infant bias flow breathing circuit was found leaking water prior to patient use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4) corrected data: section g1 - manufacturer contact office: contact person changed to (B)(4) . H11: method: the subject rt225 infant bias flow breathing circuit was requested for return to new zealand for analysis, however, the healthcare facility reported that it had been discarded. Additionally, no further information was provided on the exact location of the reported leak. Results: the healthcare facility reported that a mr290v vented autofeed humidification chamber provided with a rt225 infant bias flow breathing circuit kit was found leaking water prior to patient use. Conclusion: without the complaint device or photographs, we are unable to determine the cause of the reported water leak. The mr290v chambers are pressure tested following the manufacturing process to verify seal integrity and other potential defects. Any chamber which fails this test is rejected. The subject mr290v humidification chamber would have met the required specifications at the time of production. The user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure."

Event description:
A healthcare facility in china reported that a mr290v vented autofeed humidification chamber provided with a rt225 infant bias flow breathing circuit was found leaking water prior to patient use. There was no reported patient consequence.